Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure; while the nurse was manipulating the fiber, it was broken, causing an injury in the nurse abdominal area. The console was placed on standby, the debris shield was checked, and the scrub nurse was examined for the abdominal injury, which was a first-degree burn. The burn was treated with a topical medication with fusidic acid, also, lidocaine was administered and the nurse is stable. The procedure was completed with another fiber without patient complications.